Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) was in range at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse cleaned the rotary valve and integrated multisensor technology (imt) tower ports, replaced x-seal, x-tube and imt sensor. Then, the cse ran imt conditioning/dilution check, calibration, and a precision study. Then, the customer ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The initial result was reported to the physician(s), who questioned the result. A new sample was drawn from the patient and processed on the original instrument and a higher result was obtained. The initial sample was also repeated on the original instrument and the repeat result matched the result obtained on the latter sample. The repeat result of 140 mmol/l was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00190 with the FDA on 17-jul-2024. Additional information (24-jul-2024): siemens evaluated the event and ruled out reagent issues as quality control recovery was within acceptable ranges and no issues were reported with other patient samples. The general maintenance performed by the customer service engineer, described in initial report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.